Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's service technician downloaded the device history log and review of this log indicated a patient circuit occluded occurrence. There was no patient involvement.